Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip cable to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The root cause of a broken distal instrument grip cable is attributed to a component failure. Failure analysis found the secondary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley and no material was missing. Electrical continuity was tested and passed. Root cause is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (471205-17/(B)(4)) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 on system (B)(4). The instrument had 10 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on fa findings. The fenestrated bipolar forceps instrument had conductor wire damage with exposed internal wires, and with no evidence or claim of mishandling or misuse. While there was no patient involvement, the failure mode identified through fa could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient-related information was not available. No other details regarding the event were provided.